Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of unable to rotate helix was confirmed. Visual inspection of the lead revealed the helix to be completely extended and clogged with blood. The measured full helix extension length was within specification. After cleaning, the helix could be retracted and extended. The cause of the event of unable to rotate helix was isolated to the helix being clogged with blood.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, an x-ray confirmed right atrial (ra) lead dislodgement. While repositioning the lead, the helix was unable to rotate. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.